Event description:
The multirall dropped without anyone touching the controls. Staff investigation shows that the strap dropped only an inch or two. This only occurred once. There was no one in the lift. Issue was most likely caused by bunching of the belt because staff had no weight on the strap. No injuries were reported.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.